Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 500 mg/dl range. The patient experienced frequent thrist and urination. The patient treated via insulin pump bolus. During troubleshooting the customer did not identify any set or site issues. Troubleshooting was not completed; the customer stated that he will contact his doctor. The insulin pump was not returned for analysis.